Manufacturer narrative:
Blocks b5, h6 (device codes) and h10 have been updated with the additional information received on october 02, 2021. Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy for a gastrojejunostomy indication. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully covered by the outer sheath and undeployed. The delivery system was received in position "2". Visual examination of the returned device found the sheath kinked at the proximal section and twisted. Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection was necessary to destroy the delivery system; the outer sheath was found twisted. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was placed for an endoscopic ultrasound (eus) - gastrojejunostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract; however the device was placed transgastric to the jejunum which is not indicated in the IFU. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. According to the evidence found in the product analysis, the outer sheath was kinked and was twisted which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. The user not following the manufacturer's instructions during the procedure contributed to the twisted outer sheath and stent failure to deploy; therefore, the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on september 1, 2021 that a hot axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus)- gastrojejunostomy procedure performed on september 01, 2021. During the procedure, the stent failed to deploy. The stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was placed for an endoscopic ultrasound (eus) - gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on october 02, 2021*** it was reported that the stent was removed from the patient fully covered by the outer sheath.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus)- gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the stent failed to deploy. The stent was removed partially deployed on the delivery system and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was placed for an endoscopic ultrasound (eus) - gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."